Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of the infection was not determined.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m28623 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type accessory product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID b3301542 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID b3301542 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type implantable neurostimulator product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6) , ubd: 13-oct-2025, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6) , ubd: 26-oct-2025, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 13-jan-2026, UDI#: (B)(4) ; product ID: b3301542, serial/lot #: (B)(6) , ubd: 13-jan-2026, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6) , ubd: 09-nov-2025, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6) , ubd: 29-jan-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6) , ubd: 12-dec-2025, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6) , ubd: 12-dec-2025, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6) , ubd: 19-jan-2026, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a full dual dbs system explant due to infection. Pus oozing out of the left implant scar site was performed as a diagnosis. A visual inspection of the scar and puss extruding from it was performed. The issue was resolved by the time of this report. The hcp has no further information.